Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were observed during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The reported event of the apical cuff rotating easier than normal after pump connection could not be confirmed. A specific cause for the reported event could not be conclusively determined through this evaluation. (B)(6) was returned assembled, in like-new condition, with the pump cable intact. The tunneling adapter was connected to the pump cable. The modular cable was returned connected to the pump cable. The outflow graft and outflow graft bend relief were not returned. Two apical cuffs were returned. One of these cuffs was secured to the pump with the cuff lock fully engaged. The textured surface of the inflow extension lumen appeared unremarkable. Visual inspection of both apical cuffs revealed no evidence of defects or damage. Prior to disassembly, the expected tactile feedback and clicking sound were produced when the attached apical cuff was rotated. The connection was not loose. The cuff lock was disengaged and was slid from the lock-out to the fully open position without issue. Visual inspection of the cuff lock revealed no evidence of defects or damage. The clear sealing ring appeared unremarkable. Dimensional analysis of the cuff lock arms, sealing ring, motor cap, and apical cuff found the components to be within manufacturing specification. The cuff lock and apical sealing ring were reassembled, and one of the returned apical cuffs was connected. The cuff lock engaged with apical cuff without issue. Rotating the cuff within the engaged lock produced the expected tactile feedback and clicking sound. The connection did not feel loose. Lubricating the connection with saline and reengaging the lock with the apical cuff found that rotating the pump became slightly easier than when the components were dry, as anticipated, but the connection did not feel loose. The same steps were performed with the additional apical cuff that was returned, as well as a test apical cuff, and the same results were observed. Additionally, the returned cuffs and lock were installed on a test pump and the same results were observed. The device was cleaned, rebuilt, and functionally tested under load conditions. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), , rev. G, is currently available. Section 5 of the IFU, under ¿surgical procedures", provides instructions on proper engagement and locking of the apical cuff using the slide lock mechanism. This section also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. Additionally, this section states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the apical cuff was rotating after connecting to pump. The surgeon had similar issues in the past. The cuff was tested on the pump before implanted in patient. A second ring was tested with the same issue so the backup pump was used. There were no issues with the second pump.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.